Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was removed from service due to elevated thresholds measurements and loss of capture on the right ventricular (rv) and atrial channels. No additional adverse patient effects were reported.